Event description:
On [redacted date] the patient underwent a c3-4 anterior cervical discectomy and fusion. A standalone medtronic cervical interbody was placed. While being tamped into the interbody space, the cage cracked in two places. The cage was carefully removed and replaced with a cage of the same size. The implant was disposed in the sharps container. Company vendor took picture of the product and were made aware of disposal.